Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/04/2009 that a customer had an issue with a (B) (6) needle. The customer reports the nurse was using the product during a medical procedure, and when the procedure was completed, she attempted to activate the safety device. The safety shield came unattached during the safety activation process and the needle stuck into her thumb.